Event description:
The device was returned for preventive maintenance. No product issues were reported by the customer. However, the service report indicates that the device did not pass the external trigger testing, which fell below the prescribed parameters indicated in the sri. The stim board was replaced and the device was retested. There was no patient involvement.

Manufacturer narrative:
(B)(6). (B)(4). The service report indicates that the device did not pass the external trigger testing, which fell below the prescribed parameters indicated in the sri. The stim board was replaced and the device was retested. The connector board was replaced. The stimulator connector had worn solder joints, which caused the stim module to be unresponsive at times. The device was tested and passed manufacturing specifications. This device is used for therapeutic purposes.